Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button error alarms. All buttons function properly. Insulin pump received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had a button error alarm on his insulin pump. The customer's blood glucose level was 185 mg/dl. Customer stated that he rolled over the insulin pump and as a result, he was unable to clear the error. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.